Event description:
At age 27, I had breast augmentation with saline implants. Before the implants, I was healthy and active. I met the man I married and right before the wedding, I had the procedure. The first sign that something was wrong was directly after the surgery and it was horrible back pain and fatigue, along with depression. The illness ruined my marriage and we divorced because I was depressed, couldn't be active, had too much pain and didn't want to live. When we divorced, I had no money to get them out. Almost 20 years later, I still can't save enough bit I try. In 2013, I was so sick that I applied for disability and have been disabled ever since. 12 years of migraines, nerve damage, breast pain, fatigue, depression, thoughts of suicide, back and breast pain, allergies and sinus problems, skin problems, gastrointestinal issues, and more. Reference report: mw5164398.